Event description:
It was reported that patient faced infusion set fell off event 16-march-2026 while playing.

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325 ¿ 1219 . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.